Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device not returned.

Event description:
It was reported that the drive feature of the implant was damaged. The implant had to be removed and no other implant was placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified signs of wear and debris about the implant threads. The drive feature is confirmed to be damaged. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.